Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for an unknown reamer head device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the end of the reamer shaft broke when being loaded onto a reamer head. The shaft was unable to connect to the reamer head securely once it broke. There was a second reamer shaft in the set and the surgery continued without delay. This report is for an unknown reamer head. This report is for 2 of 2 complaint (B)(4).